Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.5, lab: 5.4. Tests were done within one hour of each other. Pt's coumadin dose was held.

Manufacturer narrative:
Investigation pending.